Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated. The new information states that this is a duplicate complaint already reported under MDR number 1020279-2019-03433. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a revision surgery was performed due to infection.